Event description:
It was reported that the patient presented in clinic after experiencing multiple syncopal episodes. High impedance and high capture threshold were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.